Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5135855.

Event description:
It was reported that the patient was experiencing a lack of pain relief due to high impedances. The patient underwent a revision procedure where the leads were replaced. The explanted leads were not returned as they were disposed at the facility.